Manufacturer narrative:
(B)(4). Visual inspection confirms the reported event. The marks on the instrument indicate that the instrument had a tight fit and was forced to mate with the broach. It is identified that the inner diameter of the inner shaft was manufactured undersized and the issue was not identified during inspection. The root cause is attributed to a machining process that was creating a taper over the depth of the hole diameter and the inspection method which could not detect the non-conformance. An additional MDR report was filed for this event, please see associated report: 3002806535-2019-00512. Medical product: calcar planar head 42mm, catalog #: 110032334, lot #: 770330. Medical product: calcar planar shaft - zimmer, catalog #: 110032332, lot #: 711160. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary hip procedure, the calcar planer stuck to the broach and pulled the broach out of the patient.